Event description:
Customer reported the system will not save images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded the system software. System operates as intended. This MDR is related to ge healthcare.